Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced withdrawal symptoms of nausea and vomiting. Severity was mild. A reservoir volume discrepancy was noted. The interrogated reservoir volume was 23.1ml, but it was completely empty when they aspirated it. The aspirated volume was 0ml. Hcp suspected the patient had accessed his own pump. The therapy was suspended. The pump was refilled with saline. It was believed that the discrepancy was not related to the pump. The outcome was ongoing; no further action needed. The pump previously delivered dilaudid, bupivicane, baclofen and clonidine. The pump currently delivered saline.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).